Event description:
The user facility had an unused device that they showed the terumo sr. Field clinical specialist. She opened the package, and the angio-seal sheath was in two pieces. The device was not part of any procedure and there was no patient involved. Additional information was received on 15aug2024: the devices were stored in a cabinet. Items may have been transported to the operating room (or) for potential use and then were returned back to the cabinet if they were not used that day. All effected devices were removed from the lab. Storage education was provided by the terumo field clinical specialist (fcs) with support of marketing.

Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the carrier tube, hemostasis sheath, locator, guidewire, and packaging. The device was unpackaged, and all components were found to have been present. The hemostasis sheath was found to have been fractured, and the component was able to be broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage. The likely cause was determined to have been improper storage as the device was stored improperly and was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).